Event description:
It was further reported that the balloon ruptured on the 2nd inflation and was removed intact. Four (4) non bsc balloons were used along with a sterling mr 3.0 x 20mm.

Event description:
It was reported that during a percutaneous balloon angioplasty procedure a balloon rupture occurred. The 100% stenosed chronic total occlusion (cto) target lesion was located in the severely tortuous superficial femoral artery. The 3.0mm x 20mm x 143cm coyote es otw balloon was inflated to 14atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).